Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#:(B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 h3: analysis of the 97745 programmer serial number (B)(6) revealed a cracked front case. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was happening since last week the pts stimulator controller for their neck was not working at all for the controller was blank and unresponsive for nothing would come on. Pt requested a new one be shipped out over night. Pt had been having problems for the controller goes on and on and on; last week when recharging the controller it said battery low on controller then it went completely off. Pt was trying to turn the controller on but it would not; pt noted they had a problem turning it back on and off. Pt took the controller battery out and did troubleshooting, now battery low and charging. Pt noted they had got up in the middle of the night and recharged and then everything went blank and it cut off. During call pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt put the battery back into the controller and verified the controller had no light, pt noted the controller showed battery low and charging but everything was low. Then while the controller was plugged into the wall it showed everything was low and it would not let the pt go inside the controller for it was lock and frozen. The issue was not resolved. A replacement controller was sent out. No symptoms were reported.